Event description:
It was reported to philips that the system did not bootup. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse connected the hard disk drives directly to the mainboard of the host pc. But the issue was not resolved. Later, fse replaced the host pc. After the replacement of the host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.